Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported there was poor communication with the patient programmer. The manufacturing representative was going to attempt to try the programmer antenna. The manufacturing representative later reported the health care provider had the antenna connected to the programmer and they could not establish telemetry. The hcp was able to get telemetry without the antenna attached to the programmer. The patient's indication for use is parkinson's dual and movement disorders.